Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, paresthesia, and bilateral migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latina female patient underwent a primary breast augmentation with 450cc mentor smooth round moderate plus profile saline breast implants and experienced postoperative bilateral breast pain. The patient reported that her breasts are unexpectedly soft and uncomfortable; she likened the feel of her breasts to gelatin. The patient stated that she ties up both breasts for additional support. She also reported that her right breast has been particularly painful and sensitive throughout the past year. The patient has experienced multiple strange sensations in her breasts that she struggles to justify, and has been attempting to treat her pain with ibuprofen. On or around (B)(6) 2019, she reported that she underwent a mammogram and an ultrasound, the results of which came back normal. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This report is for the patient's right-sided device.